Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is alarming no delivery during insulin delivery. Blood glucose value is over 250 mg/dl. Customer was assisted in performing a 5.0 unit fixed prime; customer stated that the fill cannula amount was 0.3 units. Customer stated that he is hearing a noise when delivering insulin. Customer reported that insulin exits with the manual prime. Customer stated that the last set change was the day before and has had 2 or 3 alarms. Customer attempted to deliver a 3.9 insulin bolus and about 2 unit were delivered when it alarmed no delivery. It was stated that the infusion set might be occluded. Nothing further reported.